Event description:
On (B)(6), 2021, this patient underwent endovascular treatment of iliac artery aneurysm using gore® excluder® aaa endoprostheses, gore® excluder® iliac branch endoprostheses, and gore® dryseal flex introducer sheaths. After deployment of ibe components in the right leg and other components except a bridging contralateral leg endoprosthesis was completed, the 16fr gore® dryseal flex introducer sheath was attempted to re-advance for the deployment of the bridging contralateral leg endoprosthesis, but the sheath was not able to be advanced forward in the right leg. After several attempts to advance, the right external iliac artery ruptured, and bleeding occurred. An additional stent graft (pll161007j) was implanted in the damaged site as an extension of the iliac branch component, and the bleeding stopped. Since the 16fr sheath could not be re-advanced, the bridging contralateral leg endoprosthesis was delivered without using the sheath, and the implantation was completed without any issues. Physician reportedly stated that forcing the sheath to advance forward may led to the rupture, and the patient's blood vessel was tortuous and fragile, which may have contributed to the event.